Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported detached cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose rose to 491 mg/dl while wearing the pod between 37 and 48 hours. The patient¿s parent indicated that the pod's cannula had slipped out of the pump, which was discovered when changing the pod in the morning after persistently elevated glucose readings were noted since the previous evening. No medical assistance was required at the time of reporting. As treatment, a new pod was applied.